Manufacturer narrative:
(B)(4). The site has indicated that the incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Because the serial number of the incident forcefx unit is not known, a review of the device history records could not be conducted.

Event description:
The customer reported that the forcefx generator was in use for a cardiovascular procedure, during which the patient received an alternate site burn to his/her left chest. Details regarding the degree of the burn and how it was treated were not available from the site. There was no monitoring electrode or pad positioned in the area where the burn occurred. A non-covidien capacitative mat was used during the procedure. No further information was available from the site regarding this incident. Reportedly, the forcefx generator tested fine for the site's biomed and it will not be returned to covidien for evaluation.